Manufacturer narrative:
The device was returned to olympus as a part of the asset return process. The device evaluation found air/water tube had foreign objects due to insufficient reprocessing. Additional evaluation findings are as followed: air/water cylinder has no color, suction cylinder has no color, switch 1 had a dent, due to a crack on distal end water tightness was lost, due to burn on plastic distal end cover insulation resistance value at distal end did not meet the standard value, adhesive on bending section cover had a crack, and universal cord had a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis exera ii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube had foreign objects due to insufficient reprocessing. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.